Event description:
Information received indicates the head hi/low cylinder is losing hydraulic pressure when the bed sits idle for extended periods of time.

Manufacturer narrative:
The technician the trend valve to repair the bed.